Event description:
A malfunction alarm occurred on the pump, as reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the issue did not recur afterward, allowing the customer to continue using the pump. The customer was instructed to call back if the malfunction code recurs and acknowledged the advice given.